Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2012-01064, 2134265-2012-01065, 2134265-2012-01116. It was reported that during a stenting treatment procedure, a patient death occurred. The patient presented in the emergency room with chest pain. The "stemi team" was called in at 3:30 a.m. When patient arrived in cath lab, he was talking and not having any chest pain at that moment. A runway guide catheter and a non-bsc guide wire were placed. The lesion was predilated using a 2.5x20 apex balloon, inflated three times to 17 atm for 5-10 seconds. A 3.0x38mm ion stent was implanted in the distal lad, inflated twice to 17atm for 6-10 seconds. The patient began moaning with chest pain. A 2.5x28mm ion stent was deployed proximal to the 3.0x38mm stent, inflated to 14 atm for 12 seconds. The patient began to deteriorate and CPR was started. The patient was intubated and it was noted there was a "great deal of difficulty" experienced while intubating the patient. The patient was defibrillated several times. A perforation was identified in the distal lad. They kept a balloon inflated in the artery for "quite some time" to try to get the perforation to seal. Then they called the cardiovascular (cv) surgeon and anesthesia. The cv surgeon opened the patient's chest in the cath lab to manually massage the heart. The patient went to surgery. After going back and reviewing the films, the physician felt there might have been a small perforation after the balloon dilatation, but he did not see it at the time. There were no complications experienced with the devices used. The patient was declared brain dead two days post the procedure and was taken off of life support. Patient death occurred. The physician mentioned that the ¿great deal of difficulty¿ getting the patient intubated could have led to brain death.